Event description:
Customer reported that the insulin pump is running out of battery every 36 hours. Customer is receiving a low battery alert and when he goes to give himself a bolus the insulin pump is turned off. Customer stated that he inserted a new battery about 10 minutes ago and the display is completely blank. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display returned. Blood glucose value was 192 mg/dl. Self test performed; the insulin pump did not beep or vibrate, it did not pass. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.